Manufacturer narrative:
(B)(4). Date sent: 03/14/2023. Additional information was requested, and the following was received: what were the indications for surgery? Scheduled surgery for hepatocellular carcinoma in post-viral chronic liver disease c: widened left hepatectomy to the middle suprahepatic vein and right anterior sector. What is the patient's current condition? Hospitalized from (B)(6) 2023 to (B)(6) 2023. Monitoring in intensive care from (B)(6) to (B)(6), follow-up to the care in the digestive surgery department from (B)(6). The patient is discharged on innohep at a curative dose for 3 months and on lasilix 40mg 1*/d for 1 week. Consultation scheduled for (B)(6). Has the patient received intraoperative chemotherapy or radiotherapy? No. Is the surgeon familiar with using the device ref pve35a? Yes. What was the artery on which the device performed a firing sequence when the problem occurred? Common trunk of the hepatic veins. What was the approximate width of the compressed vessel? 30mm. Does the surgeon think the tissue was easily compressible to 1mm? Yes. Did the surgeon wait 15 seconds before firing? Yes. Did the surgeon ensure that the full width of the compressed vessel was proximal to the cut line of the device? Yes. Has the surgeon confirmed that there is no foreign tissue distal to the cut line in the jaws? Yes. What was the pre- and postoperative protocol for the management of anticoagulants and pain? No anticoagulation.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2023. D4: batch #888a37. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement. No damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what caused the damage to the reload. A manufacturing record evaluation was performed for the finished device batch number 888a37, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # 912a42. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What is the surgeon¿s experience with the device? Exactly what artery was the device fired on when it occurred? What was the approximate width of the compressed vessel? Does the surgeon believe the tissue was easily compressible to 1 mm? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an extended left hepatectomy. Suture of the vena cava done without any problem, after a few minutes bleeding more and more important, because the staples started to break. Re-clamped after 11 minutes, introduction of catecholamine, 3 rgcs, transfer to digestive unit for 3 days.